Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information: photos were received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass procedure, after the second firing on the pouch, the doctor removed the stapler because she sensed the tissue moving. She then fired the stapler and when she removed it, she noticed a cross staple. She used a 45 stapler ple that was already open to complete case. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Date sent: 3/9/2021. D4: batch # u5ef3z. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. During the visual analysis of four photos, the following was observed: the photos show a staple line with buttressing and two staple legs could be observed on the tissue. Based on the photos reviewed, the event describe is confirmed, however, no conclusion or root cause could be determined.